Event description:
The following has been reported: biomed reported: tubing set unrecognized alarm. Pump has been cleaned around the pins and the guides. No active infusion or any patient harm reported. A preliminary review of the logs identified the following issue: sensor hardware failure (downstream air sensor) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Upon investigation, the complaint was confirmed. The pump was returned from tubing set misloaded alarms. Device was ran through mock infusions which it passed. The device was opened to perform a visual inspection which revealed no signs of damage. The device was reverted to manufacturing mode and failed functional testing of the set ID and bubble detector. As such the set ID will be replaced.